Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited diaphragmatic stimulation. The lv lead was programmed off and remains in the patient. It was further reported that the right ventricular (rv) lead impedance was low. The rv lead impedance alert was programmed off and the rv lead remains in use. No patient complications have been reported as a result of this event.